Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by the manufacturing process variation during the tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Additionally, patient factors such as calcification and tortuosity within patient access vessels. This may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Available information suggests procedural factors (tip torn catching on vasculature) and/or patient factors (tortuosity, calcification) likely contributed to the withdrawal difficulty. A torn tip may also catch on to the access vasculature during sheath removal, leading to sheath retrieval difficulty. In addition, catching could be further promoted via non-coaxial retrieval angles associated with patient's tortuous and calcified anatomy. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Correction to h11 statement. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by the manufacturing process variation during the tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Additionally, patient factors such as calcification and tortuosity within patient access vessels. This may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), vascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Available information suggests procedural factors (tip torn catching on vasculature) and/or patient factors (tortuosity, calcification) likely contributed to the withdrawal difficulty. A torn tip may also catch on to the access vasculature during sheath removal, leading to sheath retrieval difficulty. In addition, catching could be further promoted via non-coaxial retrieval angles associated with patient's tortuous and calcified anatomy. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards france affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra transcatheter heart valve, there were no abnormalities were noted during insertion of the esheath+ or delivery system. However, upon removal of the esheath+, the team experienced difficulties. Per report, the esheath+ was kinked, and the distal tip was damaged/torn. The patient experienced bleeding as a result of an external iliac artery dissection, which was managed with femoral ballooning and compression. The patient remained in stable condition following the procedure. The perceived root cause from the site of both the sheath damage and the vascular complication was attributed to patient anatomy. Vessel characteristics included moderate tortuosity, moderate calcification, and a minimum luminal diameter of 8 mm.